Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported cannot continue treatment since the teeth are worse than before starting aligner treatment. Patient is experiencing bleeding, periodontitis, inflammation, sensitivity, not fitting, loose/compromised implant, and broken tooth related to the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.